Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided for evaluation. There is no data within the investigation window. The reported event loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data is available for evaluation. A follow-up report will be submitted upon its completion. Confirmation of the complaint and a root cause could not be determined.